Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Note: this is a split case with zimmer inc., (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an alloclassic stem (exact catalogue number unknown) on (B)(6) 2008 on the right side. The patient is alleging harm caused by the device, however the nature of the harm is unknown at this time. Note: this is a bilateral patient. The left hip case is treated in (B)(4) (MFR 9613350-2016-00520).

Manufacturer narrative:
A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis could not be performed as no reference number was available. Device history records (DHR) review results: the DHR check could not be performed as the lot number was not available. Event summary: it was reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown. The implantation of the right hip prosthesis was performed on (B)(6) 2008. Review of received data: several surgical reports were returned for evaluation: left hip: surgical report of (B)(6) 2007 does not contain information about the implanted products. (Only the stem size 6 standard offset and -3.5 head with pe liner with 10 degree head and 58 acetabular cup are mentioned. It is unknown if the products were manufactured by zimmer (B)(4).) On (B)(6) 2008: the patient had a postoperative wound complication (unknown implant, left hip) with a seroma which was incised and drained in (B)(6) 2008 as mentioned in the surgical report dated (B)(6) 2008 (implantation of the right hip prosthesis.) Surgical report dated (B)(6) 2009 reports the revision of the left hip and the implantation of a zimmer alloclassic size 5 high offset stem, size +3.5 36 mm cocr head and zimmer trochanteric plate and 4 cables. Right hip: surgical report (B)(6) 2008: implantation of the right hip prosthesis. Trilogy acetabulum 58mm, alloclassic, 5 taper high offset and +3.5mm head and 10 degree pe liner. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the patient is alleging harm caused by the device, however the nature of the harm is unknown (alloclassic stem implanted in 2008 right hip and 2009 left hip). Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: the patient is alleging harm caused by the device, however the nature of the harm is unknown. Without any information about the event, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).